Event description:
It was reported that the ventilator generated a technical error code indicating a communication error. There was no patient involvement. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated a technical error codes indicating a communication error and a stop of ventilation. Our field service engineer has investigated the reported ventilator on site. The control printed circuit board (pcb) was replaced to resolve the issue and sent back for further investigation. The returned control pcb has been tested in a ventilator. It passed the pre-use check. No abnormal found during ventilation for 4 days. It passed another pre-use check after ventilation without any issue. The evaluation of received device logs confirm a single occurrence of the reported technical error codes and a stop of ventilation. The technical error codes indicate disabled valves and a control pc board communication failure with the monitor pc board. If the underlying defect appears during ventilation, ventilation will stop and the user will be notified to by a generated high priority alarm and the corresponding technical error codes. If the failure appears during startup a technical alarm will be generated and ventilation cannot be started. The conclusion in this matter is that the reported issue was confirmed in the received device logs but could not be reproduced during the investigation. Therefore, the cause of the reported failure has not been established.